Manufacturer narrative:
Evaluation by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The inner liner is kinked 16mm from the tip. The stent is partially deployed 10mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock is missing. The pull rack and middle sheath are no longer in the manufactured position.

Event description:
It was reported that the stent was inadvertently deployed, and the procedure was cancelled. An innova-china 7 x 60 x 130 was selected for a stent implantation procedure in the lower extremity artery post-hip replacement. When the device was unpacked, however, part of the stent tip was found to have been deployed. The stent was not used in the patient, and the procedure was not completed due to this event. The patient was in stable condition.

Event description:
It was reported that the stent was inadvertently deployed, and the procedure was cancelled. An innova-china 7 x 60 x 130 was selected for a stent implantation procedure in the lower extremity artery post-hip replacement. When the device was unpacked, however, part of the stent tip was found to have been deployed. The stent was not used in the patient, and the procedure was not completed due to this event. The patient was in stable condition.